Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: unk strip code: unk. Strip storage: unk. Symptoms: "blinking out, and sweating". The pt reportedly passed out and was seen in the hospital 3 times. The meter allegedly powers off during use and is inaccurately erratic. The result on the pt's meter was documented as "600 and something" (units not specified). The result from the hospital meter was unk. The time difference between the pt's meter and the hospital meter was unk. The treatment was unk. No further info has been reported.